Manufacturer narrative:
On (B)(6) 2016 data from an additional discrepant patient was provided. Initial 385, repeats 413, 446, 456, 501. No impact to patient management was reported. The evaluation is still in process and a final report will be submitted when the evaluation is complete.

Manufacturer narrative:
The conclusion code was corrected to (B)(4). The device evaluation was reassessed and concluded that a malfunction occurred, therefore, the device was not performing as intended, however, no systemic issue or product deficiency was identified.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and accuracy testing. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.

Manufacturer narrative:
This report is being filed on an international product, architect ipth list 8k25-25 that has a similar product distributed in the us, list number 8k25-27. An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise ipth results on the architect i2000sr analyzer. The following data was provided (pg/ml): first patient initial 116, repeat 134, 144, 172,184, 175. Second patient initial 370, repeat 416. Third patient initial 385, repeat 413, 446, 456, 501. There was no impact to patient management reported.